Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found.

Event description:
Customer reported that a cbct revealed radiolucency around the implants at tooth locations #13 and #14, however the patient had no symptoms. The patient was referred to an oral surgeon (os) for further evaluation and final diagnosis raised concerned about osteomyelitis. The implants were removed. This report is for tooth location #14.